Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 295 mg/dl while using the ilet after a meal announcement, during first-time use of a new infusion set type; the user inspected the supplies, and real-time reports confirmed the system was delivering correction doses. Customer care provided troubleshooting and education. Investigation of this case revealed no device malfunction identified during the call and cause of hyperglycemia remained unclear. Symptoms included fatigue associated with elevated blood glucose. Outcomes included no injury, no hospitalization, through device-directed corrections. It was concluded that the event was consistent with hyperglycemia of unclear cause with appropriate device corrections underway. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.